Event description:
It was reported (israel) the pt is not receiving stimulation. An sjm representative met with the pt and lead diagnostics showed low impedances on all contacts. X-rays were taken and did not reveal any obvious fractures, and placement appeared appropriate.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.